Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-22 regarding the motor stall that occurred on (B)(6) 2017. It was indicated that the pump was infusing compounded baclofen (concentration and dose unknown), and dilaudid 2000 mcg at 12.5 mcg/day. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was reported that the reason for removal of the pump was due to an unrecovered motor stall, and the patient experienced a sudden loss of therapy. A dye study was performed, and a leak was noted in the spine section of the catheter. A rotor study was not performed. It was indicated that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6)2006 product type catheter h7: unknown baclofen is assumed to be off-label . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that the patient went to the managing physician¿s office and it was noted that ¿his alarm on the pump had noted a motor stall¿. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. The managing physician¿s office had called the manufacturer that the patient¿s pump had been alarming and a motor stall occurred. A pump replacement was scheduled for (B)(6)2017. The issue was not resolved at the time of the report and the patient¿s status was noted as alive, no injury. Additional information was received on (B)(6) 2017. It was reported that the patient was taken into to operating room on (B)(6) 2017. Csf was not easily aspirated from the catheter access port so a dye study was performed. The study revealed that there was a small tear/break in the spinal portion of the catheter. The patient's physician opted not to replace the catheter at that time as the patient was severely retracted in their extremities. The patient had their old catheter that wasn't removed from the previous pump replacement. The physician decided to refer the patient back to the original implanting physician. The pump was replaced and the patient's pump was placed on the minimum dose. The patient was receiving oral baclofen as well. It was confirmed that the pump would be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4) still applies to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-may-24. It was reported that the patient was (B)(6) and had muscle contracture with severely retracted extremities. Medical history included a gunshot wound with traumatic brain injury (tbi) (craniocerebral injury) in 1996 and left hemiparesis. The patient¿s treatment included 2000 mcg/ml baclofen at a dose of 1928.2 mcg/day, per simple continuous infusion, for the indications of tbi and spasticity. On (B)(6) 2017, the patient was admitted to the hospital for diagnosis of pump failure and was discharged on (B)(6) 2017. No additional information was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
Patient weight should have been included in previous supplemental regulatory report. The information is now included. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.